Event description:
It was reported that the device failed to recognize defibrillation pad connection to treat pt. On (B) (6) 2009 08:44, (B) (6) reported that an advanced life support (als) crew, (B) (6) crew and (B) (6) company were dispatched to the scene of a down (B) (6) male pt. The pt's collapse was witnessed by a bystander who initiated CPR. Pt downtime prior to arrival of first responder, engine company, was approximately three minutes. The engine company continued CPR and shocked the pt once with philips heartstart fr2 AED before the (B) (6) crew arrived on the scene at 08:47 and delivered a second shock with a similar AED while moving the pt to the ambulance. The (B) (6) crew arrived last at 8:50 with a lifepak 12 device and tried to connect the pt with philips defibrillator pads. No excessive hair or diaphoresis was noted. It was reported that the als crew device analyzed the pt rhythm but failed to deliver a shock and gave "check pads" prompt. The als crew then connected the ECG limb leads to the pt and transferred the defibrillation pads to (B) (6) crew AED. Three additional shocks were delivered to the pt with the AED. The pt was revived and the (B) (6) and (B) (6) crew successfully transported him to the hospital.

Manufacturer narrative:
(B) (4): physio-control inspected the device and observed that the event record was deleted. Physio verified the reported malfunction and replaced the (B) (4) therapy cable assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further analyzed the removed quik-combo therapy care assembly at the failure analysis center and determined the root cause of malfunction to be the apex (red wire, pin #7) that broke inside flex relief area of quik-combo connector. The open connection resulted in the reported failure.